Manufacturer narrative:
(B)(4). Device evaluation: product testing was not performed as patient declined to return the product. Manufacturing records review for the reported lot was not performed as lot number unknown, not provided. Labeling review: directions for use (dfu) of hydrogen peroxide family was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Through the review of historical complaints, no product deficiency was identified for the reported complaint. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female patient that she had red eyes one or two hours after wearing her contact lens that she cared for with consept onestep solution. The patient saw an ophthalmologist and was diagnosed with conjunctivitis. Doctor prescribed rinderon and levofloxiacin, eye drops. At the time of the patient's call, relief of the symptoms was reported. The patient purchased 2 units of consept onestep triple pack and experienced the symptoms when she used the first unit. Amo requested product return of the 1st unit, but the patient refused. Patient experienced symptoms in (B)(6) 2016 and then again in (B)(6) 2016. A separate MDR is being filed for the first report. This MDR represents the second event, (B)(6) 2016. A separate MDR is being filed for the neutralizing tablets used with the solution.